Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and a new lead was implanted. No further information was available.